Manufacturer narrative:
Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported a display fault; user unable to view parameters. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Device evaluation summary: the fse informed the customer that the device will not display a spontaneous breathing frequency while in ac mode. The fse reported no malfunction of the device was identified; sst and est were performed and passed; the device is operating normally.

Event description:
The customer reported a display fault; the spontaneous breathing frequency does not display while in ac mode. The customer reported there was patient involvement and no patient harm.